Event description:
The customer reported that the ac power module power connection was broken.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Per the audiologist, the patient reported severe facial nerve stimulation when the cochlear implant system was activated. Reprogramming the sound processor did not solve the problem without limiting benefit from. The patient is using the device with limited benefit. Explant/reimplant surgery is planned in the next year but had not been scheduled at the time of this report filed, december 22, 2008.